Manufacturer narrative:
Product analysis: there was bunching evident on the dislodged stent. Two of the mid stent wraps were pinched and flattened. Crimp impressions were visible on the exposed balloon surface. There was deformation to the distal tip. Kinks were visible on the distal shaft. Image review: one photograph was received by the account, capturing part of the integrity 3.0 x 18 mm delivery system and the dislodged stent. There appears to be deformation to the dislodged stent. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an integrity stent to treat a distal saphenous vein graft. It was reported that no damage was noted to the device packaging. No issues were encountered when removing the devices from the hoop/tray. The device was inspected with no issues noted. During the procedure, it was reported that the stent dislodged during delivery to/at the lesion. The dislodged stent was removed with a snare successfully.